Manufacturer narrative:
Date of revision added.

Event description:
It was reported that revision surgery was performed. Pain and metal particles in the blood have been reported. The devices were implanted in october of either 2006 or 2007.

Manufacturer narrative:
.